Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip nt was inserted without issues. However, while in the valve, it was observed that one gripper was not lowering. Fluoroscopy was performed, and the clip was noted to be moving slightly, suggesting that the clip was interfering with the subvalvular tissue. Troubleshooting was performed, but the clip was unable to return to the left atrium. Therefore, the clip was implanted where it was stuck. The procedure was discontinued, and the mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device and single gripper actuation issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device appears to be related to procedural conditions (interaction between gripper and subvalvular tissue during positioning). The reported difficult single gripper actuation is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.